Event description:
It was reported the target lesions for the orbital atherectomy procedure were proximal-to-mid left anterior descending artery (lad) and right coronary artery (rca). An impella heart pump was placed prior to to the procedure. The viperwire guide wire with flex tip was in place. Three treatments were performed with the diamondback 360 coronary orbital atherectomy device (oad). Optical coherence tomography (oct) images showed no issues. Two xience stents were placed followed by post dilation with an unspecified non-conforming (nc) balloon. Angiographic imaging was taken at this time and there were no issues observed. The impella was removed. The physician was about to attempt a treatment of the rca lesion when a dip in the patient's blood pressure was observed. The patient coded. Cardiopulmonary resuscitation (CPR) was performed and epinephrine was administered. The impella heart pump was reinserted. Angiographic imaging showed a perforation in the small septal end of the lad. Pericardiocentesis was performed. The patient was transferred to the hospital for surgical intervention to repair the perforation. The patient was alive at the time of the report. In the physician's opinion, the viperwire or other unspecified guide wires contributed to the perforation.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient cardiac arrest, perforation of vessels, hospitalization, low blood pressure, and related surgical intervention appears to be related to operational context. In this case it is likely that the reported patient cardiac arrest, perforation of vessels, hospitalization, low blood pressure, and related surgical intervention are a result of the patient¿s disease severity combined with use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, 11 no longer apply.

Event description:
It was reported the target lesions for the orbital atherectomy procedure were proximal-to-mid left anterior descending artery (lad) and right coronary artery (rca). An impella heart pump was placed prior to the procedure. The viperwire guide wire with flex tip was in place. Three treatments were performed with the diamondback 360 coronary orbital atherectomy device (oad). Optical coherence tomography (oct) images showed no issues. Two xience stents were placed followed by post dilation with an unspecified non-conforming (nc) balloon. Angiographic imaging was taken at this time and there were no issues observed. The impella was removed. The physician was about to attempt a treatment of the rca lesion when a dip in the patient's blood pressure was observed. The patient coded. Cardiopulmonary resuscitation (CPR) was performed and epinephrine was administered. The impella heart pump was reinserted. Angiographic imaging showed a perforation in the small septal end of the lad. Pericardiocentesis was performed. The patient was transferred to the hospital for surgical intervention to repair the perforation. The patient was alive at the time of the report. In the physician's opinion, the viperwire or other unspecified guide wires contributed to the perforation.